Event description:
A report revealed from (B)(6) that stated the device would not function. The device was not being used during surgery. It is unknown if patient or use injury occurred. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).